Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is possible the IFU violation contributed to the reported difficulties; however, this cannot be confirmed. Based on the information received, the investigation was unable to determine the cause of the reported issue. Factors for mechanical jam of the plunger are, but not limited to, needle deflection, calcification, high stick, or lever position. As noted, there were no noted lot specific issues related to mechanical jam. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It is unknown if the IFU violation contributed. H6: medical device problem code 2017 - failure to follow steps/instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, femoral imaging was not performed prior to the procedure. There was resistance depressing the plunger of a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects. No additional information was provided.